Event description:
Purge fluid noted to be low at 5a. Obtained another rn to witness purge fluid and cassette change. During change, followed instructions on screen but had hard time securing the disc into its proper place. Managed to click in and closed door, completing the on-screen instructions for the 90-second change. Received alarms immediately after change including purge disc not detected, purge system open, and air in purge system. When attempting to verify tubing in place, unable to slide disc back into its notch. Second rn attempted as well with no luck. Second cassette tubing utilized and followed the instructions for the 90 second cassette and fluid change, disc slid in with ease into place. Defective tubing gathered into its original box and set aside.